Event description:
Complainant alleged that during functional testing, the electrodes were not recognized by the attached defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.